Event description:
Reportable based on returned device analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the selected stent was too long for the lesion. The unspecified lesion was located in the left iliac artery. A 9x52x75/ iliac 6f unistep plus stent was selected and advanced to treat the target lesion; however, once at the lesion, the physician decided the selected stent was too long for the lesion and withdrew the device. The procedure was completed with another of the same device. There were no patient complications reported with the patient's condition listed as stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Examination of the returned device found that the clear outer sheath was retracted from the distal tip by 2 mm. The outer sheath was accordioned for a distance of 5 mm starting at 170 mm proximal to the distal tip. During analysis, it was possible to retract the outer sheath by hand and deploy the stent. The stent was kinked and narrowed and the stent wires were damaged and broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)